Manufacturer narrative:
There has been a previous report received where no water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 scaler, there was low to no water flow and the handpiece was getting warm; no injury resulted.

Manufacturer narrative:
Evaluation found low water flow due to clogging in the water solenoid assembly causing the handpiece to heat up. Water solenoid assembly was replaced.